Event description:
Reporter had a knee replacement in (B)(6) 2015 and since then she never stop hurting. She was given percocet to relieve the pain. She went to the doctor complaining of pain and her blood work was done and shows no infection. Reporter stated she believes the device implanted in her has titanium and want to know if she is allergic to titanium.